Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the coronary artery. Resistance advancing a 3.0x15mm xience sierra stent delivery system (sds) through a guiding catheter was felt. The sds was caught in the guiding catheter at the exit port of the sds, but was not completely stuck. The sds was removed from the guiding catheter. The guide catheter remained in the patient anatomy and the procedure was successfully completed with a non-abbott sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to position was able to be confirmed. The reported difficulty to remove was unable to be confirmed. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: minimum guiding catheter compatibility 5f. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was inserted into the 4fr guiding catheter (against the instructions for use) interaction at the guide wire exit port of the xience sierra due to reduced clearance resulted in the reported difficult to position and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information states: a 6f guiding catheter was inserted into the artery and then a 4f guiding catheter was inserted into the 6f guiding catheter. The 3.00x15mm xience sierra stent delivery system was inserted into the 4f guiding catheter and got stuck. No additional information was provided.